Event description:
It was reported that patient underwent an acl reconstruction and meniscal repair procedure on (B) (6) 2010. During the procedure, both anchors of the device pulled out of the meniscus when the surgeon was tightening the second loop of the suture. The procedure was completed by using competitor product, however a delay greater than thirty minutes occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.